Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a carotid artery stenting procedure using a 9f sheath. No pre-close technique was used in a large-hole puncture site. Reportedly, a suture break was noticed for both devices. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in b5 is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The pre-close technique was not used when closing with a sheath greater than 8f. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.